Event description:
The pt underwent cerebral artery angioplasty. The physician attempted arteriotomy closure using a prostar xl 8 fr device. When deploying the device, one needle missed the barrel and deflected into the subcutaneous tissue. Needle backdown was unsuccessful. The pt was taken to surgery for device removal and arteriotomy closure. Surgery was successful and the pt recovered without further incident.